Manufacturer narrative:
One capnograph was received for evaluation. Visual inspection of the device found it to be in poor physical condition with a crack inside the port-causing leakage. Device underwent flow rate test, and c02 functional tests. The reported customer complaint has not been verified. The monitor underwent a series of flow rate tests. As a result, it had a low rate of 61 ml/min; specification of the device is 120 +/- 20 ml/min. Additionally, when the test filter was moved around, the flow rate would change. Upon further visual inspection of the port on the back of the housing, there was damage inside the port causing a leak. A new test housing was used, and the monitor then tested within specification. The problem source has been determined to be user interface, as damage is a result of impact to the monitor.

Event description:
Information was received that a smiths medical capnocheck has high co2, unstable. No adverse effects reported.